Manufacturer narrative:
Investigation summary: troubleshooting found that the reflectometer lamp was not functioning at a normal level. An ocd field engineer replaced the lamp and recalibrated the analyzer. Acceptable qc results were obtained after the successful recalibration. Although the lamp was not performing optimally, replacing it did not significantly change the calibrator response; therefore, the cause of the event cannot be fully attributed to this issue. The cause of the imprecision is unk.

Event description:
A customer reported observing several imprecise ammonia qc results. Results of this magnitude may result in inappropriate physician action. There was no report of pt harm as a result of this event.